Event description:
Complainant alleged that during a routine shift check by a clinician, the device gave a "unit failed" prompt upon power up and displayed a red "x". Complainant indicated that there was no patient involvement in the reported malfunction.